Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, septic shock and subsequently passed away due to an unknown cause. The peritonitis was further described as ¿an infection in the peritoneum¿ (no further detail was provided). The cause of or the treatment for the peritonitis and subsequent septic shock was not reported. No further information was provided regarding whether the patient was hospitalized for the event or if pd therapy was ongoing until the time of death. It was not reported if the patient recovered from the peritonitis and subsequent septic shock prior to death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.